Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump did not received low battery alert prior to replace battery now alarm. The customer¿s blood glucose was 134 mg/dl. This was the second occurrence of replace battery now alarm without low battery warning. Troubleshooting was performed for replace battery now alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power loss alarm and power error. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and power error due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.